Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the arm was being tightened during the case and the locking joint broke off. There were no further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that pre-operative diagnosis: l3 cord compression, procedure involved: mis l3 laminectomy

Manufacturer narrative:
Product analysis of part# 9561524, lot# my22e001 visual inspection confirmed the flex arm was returned with the small knuckle handle broken. Optical inspection did not reveal and pre existing damage that could contribute to the handle breaking. The damage to the flex arm appears to be from excessive force placed on the instrument during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.